Manufacturer narrative:
Evaluation (false positive result) and (interferent identified) testing of the returned patient specimen on the architect i1000 sr, i2000 sr, and axsym generated results consistent with the customer's findings that showed the architect total b-hcg results as discrepant to other methodologies. Additional testing of the returned patient specimen via the analytical specificity testing plan did not meet acceptance criteria - both the dilution linearity (using the architect multi-assay diluent, a buffer-based diluent) and hbt results demonstrate the presence of an interfering substance. To further characterize this interfering substance, additional dilution linearity testing was performed using a protein-based diluent. The study also generated non-linear dilutions. Fractionation of the sample by sec-chromatography was then performed. This study identified an interferent of approximate molecular weight of 922.4 kda was responsible for the discrepant result. This molecular weight is consistent with that of an igm molecule. In addition, accuracy testing with in-house human serum based panels met our specifications. All of the testing was conducted using architect total b-hcg reagent lot 93122m600 and other approved materials within dating. Customer complaint data was reviewed and no adverse trends were identified. The architect total b-hcg package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Event description:
An architect b-hcg result of 30 iu/l was generated on a sample from (B)(6) 2011. On (B)(6) 2011, a second sample was obtained and tested on the same analyzer with a result of 30 iu/l. Both samples were sent to another laboratory and tested on a tosoh instrument and both results were negative. A urine pregnancy was run which was negative and an ultrasound was performed and showed no indication of pregnancy.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4) - (no consequences or impact to patient); (false positive result).